Manufacturer narrative:
This investigation is still in progress. Once the investigation is completed, a supplemental report will be provided. Related reports: 1221359-2022-00816, 1221359-2022-00817, 1221359-2022-00815, 1221359-2022-00829.

Event description:
The customer reported five false negative results with the ID now covid-19 assay using nasal swab samples. The first covid-19 assay was performed on (B)(6) 2022 which generated a negative result. Repeat testing was performed on (B)(6) 2022, using a new nasal swab sample which generated a negative result. Confirmation testing was performed on (B)(6) 2022, using a nasal swab sample, which generated a positive result. The second covid-19 assay was performed on (B)(6) 2022 which generated a negative result. Repeat testing was performed on (B)(6) 2022, using a new nasal swab sample which generated a negative result for the second patient. Confirmation testing was performed on (B)(6) 2022, using a nasal swab sample, which generated a positive result. The third covid-19 assay was performed on (B)(6) 2022 which generated a negative result. Confirmation testing was performed on (B)(6) 2022, using a nasal swab sample, which generated a positive result. The customer confirmed that patient one had been experiencing symptoms for one day prior to initial testing. Patient two had been symptomatic for six days prior to initial testing and patient three had been symptomatic for six days prior to testing. The customer confirmed no adverse effects or patient harm due to the test results. This manufacturer report addresses false negative result 5 of 5.

Manufacturer narrative:
Investigation report: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1047342 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: 1047342, test base part number 190-430 / lot: 1047342. The lot met the required release specifications. (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however, a possible assignable root cause is patient sample interference; substances in the sample itself may have interfered with the reaction.